Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, g4, g7, h2, h6, h10. The product was evaluated and the complaint was confirmed through radiographic inspection. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona articular surface catalog #: ni lot #: ni, unknown persona femoral component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address tibial fracture post-operatively. The patient reportedly has a history of avascular necrosis that may have contributed to the fracture. Attempts have been made and no additional information is available at this time.